Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported single leaflet device attachment (slda) cannot be determined. Mitral valve insufficiency/ regurgitation and mitral stenosis appear to be due to the slda. Mitral regurgitation and mitral stenosis are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a single leaflet device attachment, mitral regurgitation and mitral stenosis. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+ with prolapsed posterior leaflet and posterior flail. Three clips were implanted with no reported issue, reducing mr to grade 2 with a final mean pressure gradient of 3mmhg. On (B)(6) 2023, the patient returned with recurrent severe mr and a mean pressure gradient of 9mmhg. Transthoracic echocardiogram (tte) and transesophageal echocardiogram (tee) confirmed a single leaflet device attachment (slda). The xtw clip (21102r1036) was detached from the posterior leaflet. There is severe prolapse of this part of the posterior leaflet. There is no room between the central clip and medial clip to place an additional clip and there is a small orifice medial to the slda clip. The patient is being considered for surgery. No additional information was provided.